Event description:
The device was used during a cholecystectomy procedure. Reportedly, the instrument jammed. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The exact cause of difficulty encountered could not be reliably determined as the instrument was returned fully fired; functional testing was not possible. No visual abnormalities were observed.